Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline power faults. The log files noted driveline power faults beginning on (B)(6) 2023 at 6:52. System controller MFR#: MFR # 2916596-2023-00384.

Manufacturer narrative:
Previous driveline power faults: MFR # 2916596-2022-15264 and #2916596-2020-04656. B5: controller report number should have been redacted from initial. Manufacture¿s investigation conclusion: evaluation of the patient¿s submitted controller log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted left ventricular assist device (lvad) log files appeared to capture the pump operating as intended at the set speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.